Event description:
Per oos, this system was removed due to infection. The new system was implanted on the right side in 2008. Setrox s 53, MDR, 1028232-2009-00046, setrox s 45, MDR 1028232-2009-00047.